Event description:
A physician sent in a patient death form stating that a vns patient had passed away due to probable sudep. The patient reportedly experienced seizure reduction with vns and was receiving vns stimulation at the time of death. Neither device was reportedly explanted after the patient passed away. The death was not attributed to vns and no autopsy was performed and the patient had a history of nocturnal seizures and was reportedly compliant with medication.